Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The user reported a complaint regarding inaccurate sensor readings. It was noted that the user was not using the system at the time due to an infection at the sensor site that was still healing (MFR#3009862700-2025-00285). The user was informed that the infection could have potentially affected sensor accuracy, as discrepancies between sensor and blood glucose readings began to appear around the same time that infection symptoms were first reported.